Manufacturer narrative:
Exemption number: e2015015. (B)(4). The dentist reported that the implant was immediately carried out in an alveolus with signs of injury/ infection.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 19 in the mouth, the implant did not achieve osseo- integration in type ii bone. Clinician noted the patient's small periapical lesion, pain, and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 19 in the mouth, the implant did not achieve osseo- integration in type ii bone. Clinician noted the patient's small periapical lesion, pain, and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.